Event description:
Asr revision; xl system; reason for revision - pain.

Event description:
Surgeon has sent pre post-revision x-rays of the right hip which confirmed that the reason for revision was pain, synovial cyst and there was no tumor and the ion levels were normal.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl system. Hip right. Reason for revision - pain. Details received via (B)(6) (B)(4) -translation indicates that the cup was revised, so must assume that the xl head and taper sleeve were also revised, perhaps the corail stem has stayed in situ - awaiting further details. Jan 4th 2013 surgeon has responded and sent pre and post-revision x-rays of the right hip which show that the corail stem stayed in situ when the asr components were revised and confirmed that the reason for revision was pain, synovial cyst and there was no tumor and the ion levels were normal. Update received 27th june 2014. (B)(6) reference number added.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed.

Event description:
Update 7 aug 2015: rec'd (B)(4) spreadsheet, marked com as legal, added kid, new revision date: (B)(6) 2012.